Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable crej2 creatinine jaffé gen.2 results for two patient samples. Of the data provided, only the result for one of the patients is a reportable malfunction. The patient had an initial creatinine of 0.69 mg/dl. The repeat result was 1.36 mg/dl. The repeat result was believed to be correct. The initial result was not reported outside of the laboratory. There was no adverse event. The crej2 creatinine jaffé gen.2 reagent lot is 24189501 with an expiration date of 1/31/2019. Before a field engineering specialist was dispatched the customer ran a precision run for creatinine which failed. The field engineering specialist found a nozzle on the cell rinse mechanism that was not adjusted properly. This improperly adjusted nozzle would have caused splashing out of the reaction cells which could have led to carry over problems. The field engineering specialist adjusted the cell rinse nozzle along with the dispense volumes of the cell rinse mechanism. The customer ran calibration and qc which all passed. Further investigation showed that there have been no similar events at this site in the past 12 months. There are no abnormal trends identified in the past 90 days concerning the rinse mechanism.